Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the external pulse generator (epg) was being tested the atrial-ventricular interval seemed to be out of specification. It was recommended to send the epg back for a full test and report. There was no patient complications reported as a result of this event.